Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in the reservoir. The customer's blood glucose level was 158mg/dl. Troubleshoot was conducted. The customer was advised replacements would be sent out.